Manufacturer narrative:
Additional information received clarified that there was no foreign material present at any point. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was initially reported that during preparation of a retrograde intrarenal surgery, when the guidewire was pushed into the scope, the coil of the guidewire has unwound after applying force because of the feeling of foreign matter. Additional information received clarified that there was no foreign material present at any point. Reportedly, the soft tip of guidewire was slightly bent, and the coil of the guidewire was noted unwound upon removal from scope. The procedure was completed with another of the same device without patient complications. The patient outcome following the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material.

Event description:
It was reported that during preparation of a retrograde intrarenal surgery, when the guidewire was pushed into the scope, the coil of the guidewire has unwound after applying force because of the feeling of foreign matter. It was further reported that there was an unidentifiable foreign body that was not present on the guide wire. The procedure was completed with another of the same device without patient complications. The patient outcome following the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of core wire break. Block h11: the returned amplatz wire was analyzed, and it was observed that the core wire was found separated from the bald weld. Also, the guidewire was stretched and bent at distal section. With all the available information, boston scientific concludes that the reported event of device unraveled material and tip kinked can be confirmed, however the device interaction with another device cannot be confirmed. Based on the analysis, it is probable that excessive handling of the device during the use in procedure could have affected the performance and integrity of the device. Based on the analysis results, and investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was initially reported that during preparation of a retrograde intrarenal surgery, when the guidewire was pushed into the scope, the coil of the guidewire has unwound after applying force because of the feeling of foreign matter. Additional information received clarified that there was no foreign material present at any point. Reportedly, the soft tip of guidewire was slightly bent, and the coil of the guidewire was noted unwound upon removal from scope. The procedure was completed with another of the same device without patient complications. The patient outcome following the procedure was reported to be good. Investigation results revealed that the core wire was detached/separated.